Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly during loading of the heartstring device into the delivery tube. The loader pushed the green buttons on the loader device and noticed that the seal was already off-centered and the seal was not rolling correctly to the delivery tube; therefore, the seal did not load properly. The surgeon used a replacement heartstring seal tio complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection verifies that the non-folded seal positioned inside the window of loader. The deployment tube was advanced in the loader so that it is now pressing on the seal with sufficient force to distort and slightly compress the seal. The reported complaint is confirmed for seal did not load properly. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.